Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy protstatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the vio dv integrated electrosurgical unit (iesu) or erbe displayed a m-11 error with an activation interrupted message. The customer had already power cycled the unit. The tse instructed the customer to power cycle the unit again and verify the power cord connection, which was confirmed to be connected. The customer then reported a c-34 error, followed by a c-00 error. The tse explained the options to either swap to another vision tower or set up a third-party generator. The customer elected to use the third-party generator to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed c-84 error upon startup and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the issue was confirmed using system logs which revealed error c-34, m-11, and m-18. The erbe was tested and error c-34 triggered at start and a review of the internal erbe log showed error m-11 c-00 and m-18. The erbe unit will be sent to the original equipment manufacturer (OEM) for further analysis. The root cause could not be established based on failure analysis; however, the cause is likely due to an electrical component failure within the erbe.